Event description:
It was reported that the patient converted to sustained atrial fibrillation (afib) and had heart rates in the 180's. The patient was treated with adenosine which was ineffective. As a result, direct current cardioversion was performed resulting in sinus tachycardia for a short while before re-conversion to afib in the 140's. An amiodarone bolus and drip was started for the patient. On (B)(6) 2022, the patient¿s respiratory status mildly worsened which may be related to aspiration in setting of transesophageal echocardiogram (tee) cardioversion. The patient was feeling well this morning, through this afternoon, acutely more shortness of breath. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct relationship between the device and the reported atrial fibrillation and respiratory failure could not be conclusively determined through this evaluation. The patient reportedly experienced atrial fibrillation in the 180s in the morning of (B)(6) 2022. The patient was treated with medication which was ineffective. A direct current cardioversion was performed resulting in sinus rhythm for a short amount of time until the patient returned to atrial fibrillation in the 140s. The patient was started on a medication drip. The patient was reportedly not symptomatic during the event. The patient reportedly experienced worsening respiratory failure on (B)(6) 2021. The patient had symptoms of shortness of breath and reportedly aspirated. The event reportedly resolved on (B)(6) 2022. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. The heartmate 3 lvas IFU rev. C is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.